Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned devices were visually examined, and the following was observed: liner unexpanded and tip unopened. Commander delivery system and valve advanced through sheath during pre-deco process. Liner expanded and tip opened but split. Imagery was provided and the following was observed: calcification and tortuosity observed at femoral access vessels. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The complaint for sheath distal tip split was confirmed per the evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event.' A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, 'during the insertion of the commander with the valve through the esheath+, the valve could not advance. The system was then removed and discarded with no patient injury'. In this case, the failure occurred during the advancement of the commander delivery system through the esheath+. During the decontamination process, when the commander system was withdrawn from the sheath, the distal tip was found split. It is possible that excessive manipulation during the decontamination process contributed to damage. Additionally, advancing the system through a dry sheath (where the hydrophilic coating had not been activated) may have increased friction and stress on the distal tip, further exacerbating the stretching and leading to the observed split. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause cannot be determined. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on evaluation of the returned device. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as observed in the provided 3mesio there were presence of calcification and tortuosity at the patient access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, while inserting the commander with the valve through the esheath+, the valve was unable to advance. The system was removed through the esheath+ without injury and the procedure was completed with a replacement. The patient did not suffer any injury due to this event and was noted as having a good outcome. As per preliminary evaluation of the return device, after advancing the commander + valve though the esheath+, the distal tip was split.